Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(4) reported that at 4:00 p.m. She obtained a reading of 19.1 mmol/l on the contour next link 2.4 meter. The customer stated that while performing the test, she had symptoms such as nervousness, dizziness and sweating. Based on the reading obtained on the contour next link 2.4 meter, she received 2.5 units of insulin from her insulin pump, however, she had no symptoms of hyperglycemia. At 4:01 p.m., the customer performed another test with her contour next one meter and obtained a reading of 3.9 mmol/l. Few minutes later, the customer started experiencing dryness of mouth. She drank water and went to the hospital. In the hospital, she was tested with a different meter and a reading of 7.6 mmol/l was obtained. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meters and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next one meter for evaluation. An in-house testing was performed using the returned meters with in-house contour next test strips from lot # dw9gpef11a, which gave satisfactory performance.